Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that was unable to urinate last night. Pt reports has more trouble with bowel and when using the bathroom it cuts off urine flow. Pt reports is afraid to end up in the same place again if takes a pill for the bladder or bowel and ps is unavailable to help. Pt reports has never felt stimulation and hcp said that was ok and to just monitor symptoms. Pt increased therapy strength from 3.0v to 3.1v. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if the issue persists. The patient fell and ended up on her butt on the other side from the stimulator. It doesn't hurt and she already had issues of not peeing before she fell. Patient isn't going to call the doctor as it doesn't see that she did anything when she fell. No further complications were reported/anticipated at this time.

Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that if there was a way for medtronic to tell if their device was still on and functioning. Reviewed there is no remote monitoring of the device however the patient can use their programmer to confirm therapy settings. Offered to assist patient with this and they declined. Patient indicated they will call back at another time to review programmer use. Patient also stated that catheriztion was their standard of care and that they had retention prior to implant. No further complications were reported/anticipated at this time. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.